Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the display of the insulin pump was frozen and had keypad anomaly. While troubleshooting, the screen went back to normal and the customer was able to navigate on the pump. The insulin pump received a pump error twice during the self test and after clearing it the insulin pump received battery failed alert. The customer stated that the insulin pump had a crack on the right side of the battery compartment and the sticker on the back of the pump was worn out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly. No frozen display or unresponsive keypad noted during testing. Device was also received with the case cracked behind the device near the battery compartment and cracked battery tube threads.